Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The threads broke off the trial liner.

Manufacturer narrative:
Examination of the returned trial liner confirmed the inner material broke away from the trial cup along with the c-clip and screw components. The c-clip and screw components were still attached to the inner portion of the material. The root cause is attributed to misuse and/or wear out; previous investigations found the user over-tightening the threaded insert during use may be a contributing factor. Review of the as400 found this lot was placed into distribution in april of 2007 and is over 9 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.